Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing test with (B)(4) bluetooth device was performed and passed. A download was performed and passed. A review of the share logs/bin file was performed and early sensor expiration was found within the investigation window. The allegation was confirmed. The probable cause was determined to be progressive sensor decline.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. No injury or medical intervention was reported.